Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced dyspareunia, mesh exposure, feeling a stitch inside vagina and painful intercourse. A revision surgery, excision of exposed mesh and restutured vaginal inclusion were performed.